Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review was unable to be performed as no serial number was provided.

Event description:
It was reported that a female person with diabetes (pwd) during a cassette change, the cassette had run dry and air bubbles were visible in the line. However, the pump did not issue any alarm or alert indicating that the cassette was empty. The product fault occurred while the device was in use but did not result in any patient or clinical injury. The pwd had a backup device available, which allowed them to successfully continue their infusion. The infusion was life-sustaining.